Manufacturer narrative:
Carefusion file identification number: (B)(4). Any additional information received from the customer will be evaluated and a follow up report submitted if required. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported that the vela ventilator generated an alarm indicating the ventilator was inoperable, observed when using only the battery as a source of power. No problem was observed on ac power and the unit functioned normally. The customer stated there was no patient involvement associated with this event.